Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 30-nov-2017 a field service engineer followed-up with the customer over-the-phone. The fse instructed the customer to remove the prefilter wheel, then turn on the pump and allow it to run for three (3) minutes. The fse then suggested replacing the filter. The customer proceeded to run calibration, quality controls, and a few patient samples, which passed. The g8 instrument was performing within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30-oct-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 5, maintenance procedures, states the following: 5.9 suction filter replacement - every 6 months the suction filter is attached to the inlet end of the elution buffer tube inserted in the elution buffer bag in order to remove foreign particles. If the suction filter is clogged, the pump will not operate normally and reliable results may not be obtained. Make sure to periodically replace the filter. Replace all three filters at the same time. Foreign particles inside the filter cannot be removed by cleaning. Replace the used filter with a new one. The most probable cause of the reported issue was due to a clogged filter.

Event description:
On (B)(6) 2017 a customer reported abnormal chromatograms with a0 peaks on the g8 instrument. The customer reported that column injection count was 7000 (maximum recommended is 2500 injection counts). The customer was down and unable to run the g8 instrument, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.